Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 100ml cassette with flow stop began alarming no disposable alarms. The cassette only delivered approximately 10 hours worth of drug before being wasted. There was no patient injury.